Manufacturer narrative:
Since no product was returned for evaluation, the complaint cannot be confirmed or denied. Following investigation, our conclusion is that the probable root cause is unknown due to not enough information available to make a determination. The device history records for the batch were reviewed. All manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution - there are no similar incidents against this batch.

Event description:
As reported by the hospital on 12-feb-2007 and including additional information received on 13-feb-2007: during a carotid endarterectomy, bleeding occurred through a hemashield microvel double velour fabric causing physician to hold pressure two to three times longer than normal. The physician used throberton gel foam to stop bleeding. The amount of blood lost through the patch was reported as less than 100cc. The duration of the leakage was not longer than 20 minutes. The device was left in. The hospital stated that the case did not result in any patient complications.